Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument nail fell off. The procedure was completed with no reported injury.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have grip input disk 6 completely broken into pieces inside the housing and a hairline crack on input axis 7. No damage found to the distal end.

Event description:
Refer to h11 for follow-up information.